Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using the original charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 minutes, which successfully initiated charging. No further assistance was required.